Manufacturer narrative:
Please reference related manufacturer report 2015691-2021-04769, 2015691-2021-04770. As per medical opinion, the cause of the death was hemodynamic instability due to complication of the procedure and prolongation of the procedure. The patient lost a lot of blood from the access, had heart failure, and developed hypotension and shock.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. This report represents the first valve used in the case. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, there was no allegation or indication a device malfunction contributed to this adverse event. Per the report, the guided pacemaker failed for an instant, resulting in the valve embolizing. The cause of the hemodynamically unstable and subsequent death is unknown as additional information was sent but not forthcoming. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 29mm sapien 3 valve using transfemoral approach, the guided pacemaker failed for an instant, resulting in the valve embolizing. The valve was deployed in the abdominal aorta. There was difficulty withdrawing the delivery system into the esheath and the balloon was damaged. The balloon was found to be separated into 2 pieces. A second 29mm sapien 3 valve, delivery system and esheath was prepared. During valve alignment, there was difficulty performing the fine adjustment. The difficulty with valve alignment was considered to be due to tortuosity of the aorta. During withdrawal, the valve and delivery system was able to be partially retrieved into the esheath, and the system was removed from the patient without problems. A third 29mm sapien 3 valve, delivery system and esheath was prepared. The valve was successfully implanted. The valve was functioning well after the procedure and there was no vascular injury to the patient. However, the patient became hemodynamically unstable and expired approximately 20 minutes post procedure. Per medical opinion, the cause of death was hemodynamic instability due to complication of the procedure and prolongation of the procedure. The death was not considered to be due to the valve function.